Event description:
Kimberly-clark received a report stating, "on (B)(6) patient discovered that feeding tube had broken at balloon site and migrated down her jejunum. This required a scope through her jejunostomy in order to snare the tube remnant which had become imbedded in her bowel wall. She developed aspiration pneumonia as a result of her procedure." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record.

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. The device was not returned to kimberly-clark for analysis. Based on additional information from the reporter, the device was placed approximately (B)(6) before the event occurred. Precise device life expectancy cannot be accurately predicted and is dependant on several factors. In general, these devices last approximately one to eight months. Some of the factors that can affect life expectancy include types of medications/nutritionals used, ph of the gastric environment, and tube care. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned to kimberly-clark by the customer.